Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the monopolar curved scissors (mcs) instrument stopped to provide cut and coagulation energy. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) and obtained additional information: the isi csr said the surgeon couldn't recall what type of energy was activated when the arcing event occurred. The customer connected the instrument cords properly. The type of generator/electrosurgical unit (esu) used was erbe vio dv. The surgeon also could not recall what settings were used on the generator and how long was the instrument in use prior to the arcing event. The instrument tips did not collide with any other instrument or tool during the procedure. When the arcing event occurred, the instrument tip(s) were not in contact with the tissue. The instrument tip(s) did not touch any staples, clips, or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The surgeon was not sure what caused the arcing event. There was no injury to the patient. The instrument and the associated accessory are available for return. The grounding pad was in use and placed on the patient's legs. The grounding pad did not appear to have any issues/defects as it was new. It is unknown if the energy leak/arc is from the monopolar curved scissors (mcs) instrument. The mcs tip cover accessory did appear to be properly installed during the surgical procedure. The part of the orange surface was not visible after the mcs tip cover accessory was installed. The mcs tip cover accessory was not installed beyond the orange surface. The installation tool was used. There was no electrolube or any other lubricant applied to the mcs instrument prior to the tip cover installation. The surgeon can't recall if there was any damage noted to the tip cover.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The monopolar curved scissor (mcs) instrument was analyzed and found to have a broken grip cable at the tips. The cable was fully broken. As a result, the instrument could not operate properly. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The instrument was placed on an in-house system and tested for energy. The instrument passed the energy delivery test without any issues. No coagulation issues found. The complaint was confirmed by failure analysis.